Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient called into remote monitoring technical service and found a radio frequency (rf) telemetry issue causing a read error. The patient was brought into the clinic where the device was interrogated with the programmer and rf telemetry could not be established. A firmware download was performed but the issue persisted. The patient will continue to use the inductive transmitter for merlin transmissions. The patient was stable.